Event description:
The device was explanted due to an error stating excess battery consumption detected. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed symptoms. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated properly and the pacemakers memory content was analyzed indicating no anomalies. The battery status was ok. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functionality was still fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was measured indicating an elevated current consumption. Subsequent thorough investigations of the electronic module revealed a damaged capacitor resulting in the clinical observation. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. The manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.